Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist followed up with customer for multiple times to get additional information regarding the issue and device got affected but didn't receive any reply from the customer. So, technical support specialist closed the case mentioning, the customer could open new case if required. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen freezes after the user removed insulin from the refrigerator under a patient profile. Following the freeze, no other medications can be dispensed, and the system must be rebooted to restore functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen freezes after the user removed insulin from the refrigerator under a patient profile. Following the freeze, no other medications can be dispensed, and the system must be rebooted to restore functionality. However, there were no delays or adverse events or injuries reported based on this event.